Event description:
The user facility reported to the distributor it was impossible to perform the flushing test before the implantation of the valve due to suspected occlusion of the internal connectors. A different valve had to be used for the procedure. No pt injury was reported.